Manufacturer narrative:
The reported malfunction was observed and attributed to a damaged system interconnection flex cable (bent pin). The cable was replaced to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.